Event description:
Reporter stated the customer was hospitalized for 2 days due to hyperglycemia and diabetic ketoacidosis. Her blood glucose elevated to 29.0 mmol/l, and she was "delirious," vomiting, and unable to keep water down. She was taken off the infusion device and treated with an insulin drip. Her mother believes the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.